Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Review of the DHR found the product was released to distribution with no deviations or anomalies. Review of the complaint history determined that no further action is required as no were trends identified. The complaint was not confirmed and the root cause was contributed to patient's condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2013. Subsequently on (B)(6) 2015, patient underwent secondary patella resurfacing due to disease progression. The bearing was removed and replaced. No additional patient consequences were reported. Attempts have been made and no further information has been provided.